Event description:
A cartridge alarm 30 was reported by the caller, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer's current pump was confirmed to be under warranty, and a replacement pump with updated software was sent by technical support. The customer was advised on how to use a backup therapy and instructed on the steps to take upon receiving the replacement pump, including returning the malfunctioning pump within 10 days using a provided return box and pre-paid label.